Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and observed that it locks up when the device's shock button is pressed. Physio determined that the cause of the reported issue was due to the faulty therapy pcb assembly.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device unexpectedly powers off when the shock button is pressed. Physio replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided physio-control with some of the patient information. Fields a2 and a3 have been updated. Patient fields in which information was not provided were intentionally left blank.